Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient line extension had a leak which occurred while using a homechoice device. The patient was not connected at the time of the event. The patient reported that they set up the homechoice device and the unit began priming; then the patient line extension leaked out. The technical service representative instructed the patient to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.